Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas 8000 e 801 module. The questionable sample results were reported outside of the laboratory. The first patient sample initially resulted in a troponin t value of 19.9 ng/l. An aliquot of the sample was centrifuged and repeated on (B)(6) 2023, resulting in a value of 7.36 ng/l. The primary tube was repeated, resulting in a value of 16.9 ng/l. The primary tube was also centrifuged and repeated, resulting in a value of 7.27 ng/l. The second patient sample initially resulted in a troponin t value of 40 ng/l and repeated as 14 ng/l. The troponin t reagent lot number was 639807. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Images of the primary tube showed turbidity prior to centrifugation. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.